Event description:
Dealer advised joystick showing drive lockout and when put into seating automatically went back to drive. Dealer advised enduser stated chair drives by itself. Dealer advised chair currently showing drive lockout causing chair not to drive.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.